Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident.all lots must meet acceptance criteria before release.root cause: there was no run data file (rdf) available for analysis, therefore, root causeremains undetermined at this time. Possible causes for the elevated wbc count include the following: rbc spill over, centrifuge stopped, rbc detector calibration error, possible air block donor physiology sampling, calculation, or other process error.

Event description:
The customer did not respond to attempts to obtain information for the investigation, such asprocedural details, wbc count and lot information.